Manufacturer narrative:
The reported product is an unknown baxter peri-strips dry reinforcement with veritas collagen matrix. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported from an anonymous survey result that the percentage of patients that had staple line leaks or bleeding following surgery using peri-strips dry reinforcement with veritas for the reinforcement of staple lines during gastric, inclusive of small bowel surgical procedures was 1-3%. The physician reported ¿the buttresses did it seem adequate¿ and ¿we had to reoperate to secure the site" (no further details). At the time of this report, no further detail was provided regarding if hospitalization was required, treatment for the event or the patient¿s outcome. No additional information is available.